Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period (apr 2019 through mar 2021) was reviewed. There were no triggers identified for the review period.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) attempted to re-load the software from an old stick, but the executive processor failed. The fse replaced the executive processor board and video generator board; however, upon powering up the iabp unit, an error code 10 appeared on the display. While servicing the screen, it would not pass the screen calibration. As such, the fse ordered and replaced another executive processor board, as well as the touchscreen and cable,lower lcd input. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) would not pass the screen calibration. There was no patient involvement, and no adverse event reported.